Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the up arrow keypad button was unresponsive. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump clipped outside of clothing and cleaned the pump with a moist rag. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the up arrow keypad button was found to be unresponsive; the down arrow and contrast buttons were intermittently unresponsive. The ok button responded appropriately. There was evidence of contamination found under all of the button contacts during evaluation.